Event description:
It was reported that balloon ruptured occurred. The >70% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. An 8.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during the first inflation at 6-7 atmospheres for seconds, the balloon ruptured. The device was removed and another 8.0 x200, 135cm charger balloon catheter was advanced. However, after the balloon was being inflated prior to reach the nominal atmospheres, the balloon ruptured. The device was removed intact without issue. The procedure was completed with a 7x60mm athletis balloon catheter. There were no patient complications nor injuries reported.